Event description:
The customer reported that due to a failure of alarms at the central station, a patient expired.

Manufacturer narrative:
The customer reported that alarms were turned off for a patient and as a result, a death occurred. The field service engineer (fse) went on site to obtain logs and test the device. A review of the provided strips and alarm logs indicated that in 2009, the patient had a change in ECG morphology at 06:17, and the customer felt that an alarm should have been generated for this event. This change in ECG was not consistent with meeting any alarm criteria (st/ar algorithm, as described on pages 6-10 of the arrhythmia monitoring application note, attached), therefore, no alarm was generated at that time. At 06:40:02, the first asystole alarm occurred with multiple additional alarms provided between 06:40:02 and 07:30, when a physician entered the patient's room and discovered the patient in full arrest. Between 6:40:02 and 07:58:35, there were 21 asystole, 7 brady and 9 vfib/tach alarms that were silenced by the user at the central station during the time in question. Alarms were also noted to have been suspended at the central station several times during the timeframe prior to the discovery of the patient, indicating that the users were alerted to alarms occurring, but did not take immediate action to respond. The available information does not support that there was a malfunction, design or labeling problem, but an issue due to the alarms being suspended/silenced by the customer.